Manufacturer narrative:
The reagent lot number and the expiration date were asked but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable glucose and other assay results from an unspecified number of patient samples tested on the cobas 6000 c 501 (ul) v. The reporter was able to provide one patient sample with discrepant results: the physician questioned the initial result, prompting the rerun of the patient sample. The initial result was 33 mg/dl. The repeat result was 95 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The investigation reviewed the 06-may-2024 calibration; the results were within specifications. The investigation reviewed the qc data; the results were within specifications. There was no indication of a performance issue of the reagent. The investigation reviewed the alarm trace; "preclean short" and "sample short" alarms were noted. The field service engineer (fse) inspected the module and found a broken vacuum tubing on the rinse head which caused the liquid to spray. He cleaned the area, replaced the tubing, and performed mechanism checks, ion-selective electrode (ise) checks, and a 21-cup precision check with successful results. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.